Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call having issues with shortened battery life. The customer stated that they received a battery cap replacement but the battery is still only lasting about 5 days and the insulin pump alarmed replace battery now twice without a low battery alert. Blood glucose value was 7.2 mmol/l. Customer also received an electrical fault message and change sensor alarm. Customer stated that the sensor reading was inaccurate at 2.2 mmol/l. The insulin pump was not was not dropped and the battery cap was not loose, cracked or damaged. Customer was advised to continue to wear the device until replacement arrives. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement are within specifications. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within specification range and no unexpected pump error 25 alarms noted during our testing. However, pump error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The insulin pump was received with cracked retainer, scratched case and keypad overlay texture damage.